Manufacturer narrative:
The complaint states x-rays showed an occurrence of armd and a revision was operated on (B)(6) 2017. Necrosis was confirmed in the soft tissue around the hip. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
X-rays showed an occurrence of armd and a revision was performed. Necrosis was confirmed in the soft tissue around the hip.